Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Accudrain was returned for evaluation. Device history record (DHR) - DHR review of reported fg lot number did not show any anomaly during the manufacturing, packaging and inspection processes of the devices that could be related to the reported condition. During the manufacturing process, all devices are tested for leakage and no reject was reported for any of the mentioned fg lots. The unit received for evaluation (lot 4419289) is from a different lot number than the one reported in the complaint. The needleless sampling port (smart-site port) shows signs of forceful handling (i.e., threads were broken, port head was deformed into an oval shape instead of round, and side of port was cracked). A comparison of the returned unit with another accudrain unit was performed and a significant difference in shape is observed demonstrating the damage. When verified, the port leaked immediately confirming the complaint reported condition. Therefore, the most probable cause for the reported condition is related to improper handling at the field.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. Linked to mfg report number 2648988-2020-00036.

Event description:
This is 1 of 2 reports. A customer reported that a (B)(6) year old female patient leaked a moderate amount of cerebrospinal fluid around the smart-site port in the patient line. This occurred during a cerebrospinal fluid drainage on (B)(6) 2020. The device was replaced with a different drain. There was no known delay in the procedure. Patient was stable and additional information has been requested.